Event description:
Medtronic recall of ICD generator device secondary to possible battery malfunction. Patient with a history of hypertension, coronary artery disease, ischemic cardiomyopathy and ICD implantation secondary to sustained ventricular tachycardia. Patient to have ICD generator replacement. (Per md h&p)